Event description:
On 28-may-2026, a sales representative reported via phone ar-8992stfibertak first anchor did not seat well, moved positions and reseated, and second anchor also popped out after loop passes. Noticed during a case, pivoted to 1.7 corkscrew and case completed with no patient effect

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.